Manufacturer narrative:
(B)(4).

Event description:
Device #1 of 2: reference MFR. Report: 3006705815-2016-00451. It was reported the patient underwent surgical intervention on (B)(6) 2016 to explant the lead and ipg due to infection.